Manufacturer narrative:
The customer reported that the central nurse's station (cns) did not alarm when patient went into vtac. The patient was monitored on a transmitter at the time. No harm or injury was reported. The customer will be sending in the cns logs for further evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: a transmittere was used in conjunction with the cns, and is not the device that experienced failure. Attempts to obtain the following information were made, but not provided: transmitter - model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that the central nurse's station (cns) did not alarm when patient went into vtac.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) did not alarm when the patient went into vtac. The patient was monitored on a transmitter at the time. No patient harm or injury was reported. Investigation summary: there was insufficient information provided at the time of the event to determine the root cause. The arrhythmia analysis feature of the cns has well defined capabilities and limitations. These capabilities and limitations are outlined in the application guide (arrhythmia monitoring analysis ec1 application guide). In short, detection of arrhythmia events is dependent on factors that can vary with patient condition, signal quality, lead placement, alarm settings, alarm limits, etc. There is no indication that the device has malfunctioned. Service history for this serial number shows no subsequent reported events related to alarm. Additional information: b4 date of this report d8 was this device serviced by a third party? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) did not alarm when the patient went into vtac.